Event description:
It was reported that a needle like structure approximately 30mm long was found in a patients bladder. The surgeon informed that this patient had undergone a turp procedure approximately 2 years ago and that this needle like structure may be a part from a karl storz single use loop that was used at that time. The item number is unknown and it is uncertain if the "needle like structure" is a karl storz product. Nevertheless as a precautionary measure a report is required.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction is made in section d2b. The product code in the initial report was incorrect. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the article no. And the serial no. Have not been provided. The product has not been returned and was not available for investigation thus no further investigation is possible. Karl storz UK reached out to the customer several times. The medical devices safety officer of the darent valley hospital has spoken to the staff involved in this incident. He said that they did not record the batch number of the affected device since the incident occurred in 2022. Furthermore, he stated that it will not be possible to retrieve the information anymore. Most likely the hospital has disposed of the piece and thus cannot confirm whether the piece was from a karl storz product or not. Karl storz UK requested several times a written confirmation from the surgeon that the piece was disposed of but did not receive an answer. The investigation is completed, based on the current available information. It is assumed that the piece was detected and removed sometime after the initial surgery in 2022. Nothing has been returned to karl storz since. In case of new relevant information is available, the case will be re-opened and the report will be adapted accordingly. The event is filed under internal karl storz complaint ID: (B)(4).